Event description:
Customer reported cidex opa leaked out onto the storage area. During clean up, a healthcare worker complained of peeling of the skin on the hands and burning of the eyes. The worker did not experience an eye splash. However, the worker reported a cornea burn that resulted in conjunctivitis. The worker was prescribed eye drops and instructed not to wear contacts until further notice from the physician.